Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported patient complaint about elevated cobalt/chromium levels in a blood test. Patient also complaint about pain in right accolade hip.